Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were in the manufactured position and exposed to blood. The procedural sheath was not returned. During the investigation, the shuttle down procedure was simulated and the advancer tube was able to properly engage the proximal tamp lock. The condition of the returned device indicates an incomplete engagement of the advancer tube. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lot history record (f1613902) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the limited information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use (IFU), if the green shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the distal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the instructions for use. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that after shuttling down the mynxgrip device to a firm stop, the procedural sheath was retracted at which time it was noted that the advancer tube had not released. The device was being used with a 6f procedural sheath for arterial closure following an interventional procedure. The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for more than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended due to the mynx. Additional information was requested, but is not available at this time.